Event description:
End user states has been using duoderm for 3 weeks for a leg ulcer. Reporter states ulcer has been healing. One week ago, customer states there was pain to periwound skin and describes skin peeling like paper and painful.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user saw doctor and he discontinued dressing. He is currently using gauze and a wrap on the ulcer. End user was sent to sensicare to provide healing to periwound skin. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.